Event description:
It was reported to baxter (B)(4) that an infusor two day 2ml/hr stopped delivery during patient use at the hospital. The drug being infused is unknown. There was patient involvement but no patient injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test was performed by filling the bladder with water. After fill, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Should the device be received, a follow-up will be submitted providing evaluation results. This is a product not distributed in the us and does not have a 510k number.